Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. The guidewire was unraveled. There was foreign material on the distal conductor of the lead which appears to be crystallized saline and it was obstructed. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire became lodged in the attempted left ventricular (lv) lead and could not be withdrawn. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.